Manufacturer narrative:
Concomitant medical products: dtba1qq ICD implanted: (B)(6) 2016; 5076-52 lead implanted : (B)(6) 2016. (B)(4).

Event description:
It was reported about one week after implant that the patient was feeling "twinges" in their chest that was attributed to diaphragmatic stimulation resulting from the patient's left ventricular (lv) lead. The pacing output for the lv lead was reprogrammed and the lv lead remains in use. The patient is a participant in the (B)(6) clinic study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the pacing thresold on the patient's left ventricular (lv) lead was high. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.